Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 2nd related complaint for needle hub separates and the 1st related complaint for shield does not detach as intended on lot # 0020552. A review of risk management (B)(4) indicates that the potential risk of this specific reported incident (syringe, needle hub separates, shield does not detach as intended) was captured and addressed. Investigation summary: customer returned photos of a 3/10cc syringe. Customer states that when removing the shield, the needle with the shied was separated from the hub and the shield could not be detached properly. The photos were examined and exhibited the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch # 0020552 all inspections were performed per the applicable operations qc specifications. There was one (1) notification (B)(4) noted for cracked hubs. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: as per investigation completed by manufacturing under investigation child (B)(4). On 15 sep 2020, (B)(4) received photo complaint. A visual evaluation of photo found (1) syringe with no needle assemblies attached. There did not appear to be any damage to the tip of the barrel, or anywhere on the syringe. There did not appear to be any damage to the core pin. Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: a quality notification (zm) # 200871354 was created for cracked hubs. Root cause was debris in the shield carrier dial. Corrective action: debris was removed from shield carriers. CAPA #: pr # (B)(4). Rationale: CAPA (B)(4) has been opened to address this issue.

Event description:
It was reported that syringe 0.3ml 29ga 1/2in 7bag 420cas jp hub separated before use. The following information was provided by the initial reporter: when removing the shield, the needle with the shied was separated from the hub. The shield could not be detached properly.